Manufacturer narrative:
Thv/tvt registry. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards field clinical specialist, during a tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position. During the valve deployment, the commander delivery system appeared to 'lock onto' the sapien 3 valve in the mitral position, resulting in the whole system being pulled down into the ventricle. The aortic sapien 3 valve was deployed in a final 30:70 aortic/ventricular position. Three days post valve implant, severe paravalvular leak (pvl) was observed on echo. A second 29mm sapien 3 valve was implanted in the initial valve during a valve in valve procedure. Post viv deployment, trace pvl was reported. At the time of the report, the patient was in stable condition. All valves remain implanted in the patient.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the case imagery provided for review revealed two sapien 3 valves in the aortic position and one sapien 3 valve in the mitral position. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other related complaints. The complaint for 'interventional device interacts with pre-existing implantable device' was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, 'during the valve deployment, the commander delivery system appeared to 'lock onto' the sapien 3 valve in the mitral position, resulting in the whole system being pulled down into the ventricle.' The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Although a definite root cause could not be determined, available information suggests the procedure itself contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.